Manufacturer narrative:
Further information has been requested but not yet provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during merlin download atrial lead noise was observed. Subsequently, the patient was brought into the physician's office for evaluation of the issue. During exercise of the device, the noise was reproduced with the impedance ranging from 240 to 360 ohms. The threshold stayed the same during evaluation. As a result, the atrial/max sensitivity was increased and the lead was reprogrammed. The physician has reviewed the reports and will continue to watch the patient through merlin & office visits. It was noted the patient had an atrioventricular (av) node ablation prior to this visit and they are now pacer dependent, both right ventricular & left ventricular leads have normal function.